Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device. As a result, the customer received juice, sugar, and food by a third party for treatment. No further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform a sensor error message with the adc device. As a result, the customer received juice, sugar, and food by a third party for treatment. No further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21).observed severed sensor tail upon visual inspection of sensor plug . The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted from the returned sensor patch using approved software. The sensor was remained in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) indicating a temporary drop in the source voltage. Therefore, this issue is confirmed to brownout reset. In addition dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.